Event description:
It was reported that during a routine maintenance visit at a customer, the field service tech indicated that the handpiece gets hot after 40 seconds run time. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer comment was confirmed. The device had numerous dents and markings consistent with rough handling. If the blade mount becomes damaged to the point of bending or deforming, then blade will bind and cause a situation of added friction heat.